Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2024. After the spaceoar vue placement procedure, the physician reviewed the computerized tomography (CT) images, revealing a rectal wall infiltration (rwi) conforming to the rectum from the 10am to 2pm position, occasionally extending as large as the 10am to 3pm position. The hydrogel ascended superiorly past the base to just under the seminal vesicles. Subsequent CT scans showed identical images. During digital rectal examination (dre), the anterior rectal wall appeared smooth, without evidence of ulcers, and was non-tender. The patient is asymptomatic.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.